Event description:
It was reported the customer was experiencing high blood glucose. Customer also believed the insulin pump was not delivering the appropriate corrections as their blood glucose remained high. The customer's blood glucose was ranging from 400 mg/dl to 500 mg/dl. Customer had treated their blood glucose with a manual injection. It was also found the customer was feeling thirsty and frequently urinating due to their high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. It was also found the customer did not have a bent cannula after removing their infusion set. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.